Event description:
The customer reported that the 840 ventilator stopped cycling. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to do performance verification test (pvt) + extended self test (est) and run the unit for 48 hours. Covidien was not authorized to service the device.